Event description:
Information received from the field notes that 18 days post implant, the patient developed palpitations with nausea, chest discomfort, fatigue, and dizziness and presented to the emergency room. The device was found to be in back-up mode and could not be restored by the programmer. Several attempts to perform a software download were unsuccessful. The device was subsequently replaced. The patient's symptoms resolved with generator replacement.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form